Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that implementation analyst resolved the issue and no further investigation required for this device. The system functioned as intended after the implementation analyst resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es paanes2 experienced a mini tray failure, with an error message displayed stated short circuit occurred on a mini tray. However, there were no delays or adverse events or injuries reported based on this event.